Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had a complete knee replacement (B)(6) 2017, so they had a lot of bed rest. It was reported that the ins protrusion was solved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient went into the hcp office due to the device protruding since they were implanted on (B)(6) 2017. It was noted that it broke through the skin in (B)(6) 2017. On (B)(6) 2018, the patient reported that the hcp had to go back in and put the battery back in on (B)(6) 2018. There were no further complications reported or anticipated.